Event description:
(B)(4). Weight gain, sharp pains in lower back and pelvic area. Bloating sometimes so bad I feel like I gasp to catch a breath. My hair is thinning very badly and I've always had thick hair. I sleep so much that it's affecting my work. So tired and foggy brained. My gums bleed when I brush my teeth, even though I switched to a softer toothbrush. My feet, ankles and hands swell and go numb. Most mornings when I get out of bed, I can hardly walk...my feet hurt, as if I've been standing on them for hours. My vision has gone downhill over the past few years. I can't see to drive at night anymore.

Event description:
(B)(4). (B)(6) 2016 I had a bilateral salpingectomy. Even though I had an hsg test done back in (B)(6) 2011 (90 days after implant) and radiologist said coils were in tubes and blocked, during surgery (5 years later), my tubes were both empty. Doctor said it's amazing I never got pregnant because they were perfectly clear. Both coils were found embedded deep in my uterus. They were removed and my uterus was stitched up in several places...looks like (B)(6). A huge cyst was removed from my left ovary. It's been a month since surgery. Belly is still a little sore. The biggest changes I have noticed: the morning after surgery, I woke up to go pee and my feet didn't hurt when I stepped out of bed...first time in at least 3-4 years. My knees and hips didn't ache, I could straighten my arm (my elbow had been hurting so bad I couldn't straighten my arm the few weeks prior). I've already lost 13 lbs (haven't been able to exercise yet). I had so much energy by day 3. Haven't needed naps everyday like before. My gums stopped bleeding when I brush. Also, my vision is better. I had gone for an eye exam the week before surgery. They said I had inflammation behind my eyes and thought I had chronic dry eye disease. Oddly, my eyes haven't bothered me since the day after surgery. My sense of smell and taste must've been messed up before because I can taste everything so much better and I can smell things I never noticed before (its driving my family nuts). The swelling in my belly, ankles, feet and fingers has gone down drastically. My "fiancandeacute" says my eyes look brighter and more awake like they did when we met 5 years ago. Everything just seems clearer, no more brain fog. Hoping to lose the rest of the weight I gained these past few years (45 lbs total)...also, my legs and feet tend to go numb when im lying down (hopefully it will pass once I'm able to be more active after fully recovering.)